Event description:
The patient was admitted to an acute care hospital with withdrawal symptoms. The pump was refilled in 2005 with the expected reservoir volume of 3.5ml and the actual reservoir volume of 16ml. A dye study was done and showed the "pump frozen." In 2005, the pump was explanted and replaced after an implant duration of 25 months.